Event description:
During surgery in 2000, the tonsil snare froze, the snare wire went into the muscle in the throat. The dr had to use a scissor and a blade to remove the tonsil and the snare. Then, had to cut the muscle to remove the wire. The pt outcome was fine and there were no further problems.